Event description:
Left total hip arthroplasty was performed on 2/22/1990. Revision of the acetabular liner was performed on 7/17/1996. Physician states, "the plastic liner appears to have eroded away."